Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the hv rv has a lead failure; shock impedance was out of range. The patient experienced a vf storm on (B)(6) 2024 with ineffective therapy from the device due to the suspected lead failure. The patient was hospitalized and intubated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between april 22, 2024 and december 17, 2024 recorded the shock impedance around 75 ohms with an abrupt increase to 150 ohms at the end of august 2024 and further out of range progression. The analysis of the provided iegm episodes from (B)(6) 2024 revealed showed a flat ff signals. In particular in episodes no. 3184, 3185, 3186, 3187, 3188, 3189 and 3190 ventricular fibrillation was ineffectively treated with atp and shock deliveries. The shocks were delivered with an impedance >150 ohms. In total 48 ineffective shocks and 4 atps were delivered on (B)(6) 2024. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.